Event description:
Same case as MFR#: 2134265-2010-02207 and 2134265-2010-02208. It was reported that during a rotational atherectomy procedure, the guide wire tip became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery extending to the apical branch. Ivus was performed pre-procedure. A rotawire ex support guide wire was advanced to the lad. Using a rotablator rotalink plus 2.0mm bur, ablation was performed. The apical branch was then ablated using a rotablator rotalink plus 1.5mm bur. Rpms of the burs ranged from 164,000 down to 12,000. Upon removal of the rotawire, in order to exchange for a non bsc wire, it was noted that a fragment of the wire had detached inside the patient. The procedure was continued; the lesion in the apical branch was pre-dilated with a non bsc balloon and a non bsc stent was implanted. The guide wire fragment, which was approximately 2.5cm, was then snared from the patient successfully. The procedure was completed after pre-dilating the lad with a non bsc balloon and implanting 3 non bsc stents in the mid and proximal segments of the vessel. Post-dilation was performed with a non bsc balloon. There were no additional patient complications reported and the patient¿s condition was reported as ¿good¿.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Same case as MFR#: 2134265-2010-02207 and 2134265-2010-02208. It was reported that during a rotational atherectomy procedure, the guide wire tip became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery extending to the apical branch. Ivus was performed pre-procedure. A rotawire ex support guide wire was advanced to the lad. Using a rotablator rotalink plus 2.0mm burr, ablation was performed. The apical branch was then ablated using a rotablator rotalink plus 1.5mm burr. Rpms of the burrs ranged from 164,000 down to 12,000. Upon removal of the rotawire, in order to exchange for a non bsc wire, it was noted that a fragment of the wire had detached inside the patient. The procedure was continued; the lesion in the apical branch was pre-dilated with a non bsc balloon and a non bsc stent was implanted. The guide wire fragment, which was approximately 2.5cm, was then snared from the patient successfully. The procedure was completed after pre-dilating the lad with a non bsc balloon and implanting 3 non bsc stents in the mid and proximal segments of the vessel. Post-dilation was performed with a non bsc balloon. There were no additional patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the device was received in two sections. The distal section was a 2.5cm spring tip, with coils detached by the fracture site. The proximal section was 329.8cm and was missing coils and the ballweld. Sem (scanning electron microscopy) analysis of the distal core wire site indicated the vertical end surface was at an approximate 30 degree angle and exhibited abrasion marks and smeared material consistent with being cut or shaved by some external tool and did not fracture. Sem analysis of the proximal core wire site indicated the fracture surface exhibited elongated dimple ruptures in a torsional direction. The distal and proximal sites do not match. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).